Event description:
The patient stated that today on (B)(6) 2020 around 5pm est the needle button on v-go released prior to the 24-hour period. The patient stated when she initially put on the v-go patient made sure the needle button was down completely. The patient stated she did not press the needle release button. The patient explained her dog was laying with her on the side she keeps the v-go but that the patient does not know if the needle button retracted when patient was laying with the dog or if it happened after. The patient stated this has happened one other time but does not recall when or how long ago it was.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follos\ws: the complaint about the needle button released could not be confirmed. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had inadvertently retracted during use.